Manufacturer narrative:
Relevant retention test strips (lot 368893) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The customer¿s strips/meter were requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. This event occurred in (B)(6).

Event description:
The initial reporter received questionable results from coaguchek pro ii meter serial number (B)(4) for two patients. Patient 1: the result from the meter was 5.2 inr and the result from the laboratory was 3.9 inr. Patient 2: on (B)(6) 2019, the result from the meter was 4.9 inr and the result from the laboratory was 3.4 inr. The laboratory method was not known. There was no allegation of an adverse event. The therapeutic range for both patients was 2-3 inr.